Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient's family member that the patient experienced redness that had turned dark red and looked 'kind of infected'. The icm remains in use. No further patient complications have been reported as a result of this event.